Manufacturer narrative:
Follow-up # 1 ¿ (6/26/2013). The patient¿s meter and test strips have been returned on 5/13/2013 and 5/2/2013, respectively, and evaluated by lifescan product analysis on 6/21/2013 and 6/18/2013, respectively, with the following findings:the meter and test strips passed all testing with no faults found. The meter was evaluated and the primary complaint could not be reproduced. The test strips were also tested and the primary complaint was not confirmed; however, a secondary issue was found. The test strips were found to be expired. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of 18.4 mmol/l with the subject meter and 7.5 mmol/l on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescans criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.